Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product, a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. Once the results are available, a supplemental report will be submitted.

Event description:
As initially reported, during preventive maintenance of this hrs (heart reference sensor), the error of ¿hrs error¿ was obtained and the device was unable to be zeroed. As per follow up and preventive maintenance report received, it was clarified that zeroing of the hrs was completed correctly. However, after zeroing, the hrs was elevated 40cm above the finger and the value should be between -33 to -20 mmhg. In this case a value of -2mmhg was observed. Therefore, the hrs was not obtaining correct values. There was no patient involved in this event.

Manufacturer narrative:
The hrs was returned for examination and the reported event could not be confirmed as the only defect that could be found was a damaged hdmi connector. Due to the damaged connector it was not possible to be connected and replicate the reported event of inaccurate values. It is unknown if the damaged connector was a cause of customer mishandling or a possible transport/shipping issue. There was no evidence of a manufacturing nonconformance. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device history record was reviewed; no related non-conformance were found. No previous related record of servicing were found. No escalation is required.